Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete g2: foreign country - australia.

Event description:
It was reported during during biomedical engineering test/check that the rachet handle is missing a screw and comes as different parts and mesher is not giving an even pattern, not cutting on left side. No harm or delay were reported. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the screw on the handle was missing. The screw was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information available.